Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing stomach pain. The stomach pain was not device related but unknown if procedure related. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing stomach pain. The stomach pain was not device related but unknown if procedure related. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a new lead was added and was placed in a better position. All existing leads remained in place and were not causing the problem. The stomach pain was caused by the stimulation in the wrong area and it was resolved after the revision.

Event description:
A report was received that the patient was experiencing stomach pain. The stomach pain was not device related but unknown if procedure related. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will be revised due to the lead being placed anteriorly causing the bad stomach pain.